Event description:
This complaint is reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the physician could not cross the lesion with a 2.75x32mm taxus liberte stent. The 80% target lesion was located in the mildly calcified left anterior descending (lad). Flushing was maintained during the procedure and intravascular ultrasound (ivus) was not used. The vascular access site was femoral and the type of lesion treated was progressive disease. The procedure was completed with a 2.75x20mm and 2.75x28mm taxus liberte stents. No patient injuries or complications were reported during the procedure. Patient status reported as "good". However, the analysis of the returned device found stent damage.

Manufacturer narrative:
Examination found that the proximal edge of the stent was severely damaged. The stent rows 1 to 6 from the proximal edge were slightly bulged and the stent also had struts misaligned on rows 3 to 5. The tip was slightly flattened. The balloon section of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No additional product analysis or external evaluations were performed. The device was returned with the product mandrel inserted and stent balloon protector attached. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.